Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) on the third day of using the infusion set. Past bg was not reported; current bg was 400 mg/dl. The infusion set was changed and a correction bolus was delivered. As the contact did not have the pump at the time of the report, a pump system check with tandem technical support was unable to be performed. Recommendation was made for the contact to discuss event with a healthcare provider.